Event description:
It was reported that the patient had a loss of therapeutic effect. The patient reports no stimulation sensation and not being able to make adjustment both with or without antenna attached. The patient was having leakage again and it started around the holidays. The symptoms returned on (B)(6) 2014. The patient was not feeling stimulation. The patient was seeing poor communication when she tries to use the patient programmer. She tried to use programmer with and without the antenna and was seeing poor communication. The patient tried to change the batteries. She confirmed that the antenna was plugged in securely and confirmed positioning over the implant. The programmer will not interrogate. Upon programmer return, analysis revealed no anomalies. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
It was reported by the healthcare provider that there was a fifty percent or greater symptom reduction. The patient stated that the programmer would not communicate with the ins (stimulator). Reprogramming of new patient programmer was done because manufacturer issued patient a new programmer. The cause of the event was determined and it was not device related. The patient was trying to adjust the ins from the left buttock but the ins was implanted on the right buttock. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).